Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the cartridge issues could not be verified.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Additionally, it was reported that the cartridge o-ring was missing. Also, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.